Manufacturer narrative:
Concomitant: product ID 37092, product type accessory. Product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-28. Lot# va022q8, implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that there was a 50 percent or greater symptom reduction. The cause the event was determined and it was and wasn¿t device related. Reprogramming was needed and they met with the manufacturer representative. The troubleshooting, interventions, or other actions taken to mitigate or resolve the event were reprogramming and reeducation on (B)(6) 2014. The patient recovered without permanent impairment.

Event description:
The patient reported no stimulation sensation and did not know when she stopped feeling stim. The patient had a loss of therapeutic effect and returned of symptoms that started a year ago. It was indicated that their therapy was not working as expected. It was reported 5 days later that patient had hemorrhagic cystitis and was on antibiotics. The patient experienced symptoms of urinary frequency and urgency. The patient appointment was scheduled for 2014-(B)(6). It was further reported on 2014-(B)(6) that the interstim was not working. She was she was having problem going to urologist and he wanted it either on or off and she did know how to do that. The patient still reported a loss of therapeutic effect. A problem with the patient programmer was reported. The patient stated that programmer would not light up and patient had not change batteries. Additional information came in on 2014-(B)(6) that patient had new batteries in programmer as previous discussed with manufacturer representative. It was noted that patient was not able to make adjustment with antenna attached but was able to communicate with programmer after disconnecting the antenna. The patient was at 0.6 and could see the lightening bolt. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.